Event description:
Account reports receiving intermittent low patient calcium results that are higher when repeated on another analyzer. The following five patient examples were provided: patient 1, initial result gave 8.37 mg/dl; repeat gave 9.43 mg/dl. Patient 2, initial result gave 6.35 mg/dl; repeat gave 7.55 mg/dl. Patient 3, initial result gave 7.98 mg/dl; repeat gave 8.83 mg/dl. Patient 4, initial result gave 7.53 mg/dl; repeat gave 9.11 mg/dl. Patient 5, initial result gave 5.36 mg/dl; repeat gave 9.10 mg/dl. No adverse events reported in association with the incorrect results. If additional information is received, appropriate notification will be provided.